Event description:
The study coordinator confirmed no stenting was done on (B)(6) 2011 and the patient was medically managed. The obtuse marginal was stented on (B)(6) 2009 with a 3.0x8mm cypher stent. Since the medical records confirmed the cypher stents were patent at the time of the myocardial infarction and congestive heart failure, the codes myocardial infarction and congestive heart failure will be removed from (B)(4) (MDR report 3003742446-2011-00317) and (B)(4) (MDR report 3003742446-2011-00318). The complaints will be unreported as it will no longer be deemed MDR reportable.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00317 and 3003742446-2011-00318. Additional information was received and section b5 was updated.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a stent thrombosis and died post index procedure. This was an (B)(6) male with medical history including previous percutaneous coronary intervention with coronary artery bypass graft surgery (1995), hypertension, atrial fibrillation, myocardial infarction, type 2 diabetes mellitus with retinopathy, neuropathy, or nephropathy, major bleeding, smoking, allergies to penicillin, enlarged prostate, azotemia, gastrointestinal bleeding, hemorrhoidectomy, diverticulitis, colon resection, pacemaker, coronary artery disease, glaucoma, skin melanoma, cad, dacron aortic graft, diabetes mellitus, hypertension, melanoma right shoulder, rectal bleeding secondary to ruptured diverticulum, aorta replacement, chronic kidney disease, severe lv dysfunction, bi-ventricular ICD for heart failure therapy and an unknown stent in obtuse marginal. The patient was an active smoker. The target lesions were located in the proximal right coronary artery (rca) and distal (rca). The patient had no angina; the index procedure was a pre-planned staged procedure to treat both target lesions. In (B)(6) 2010, the index procedure was done. The first target lesion was in the proximal rca and described as de novo, 80% stenosed, 10mm in length, non-thrombosed, type b1, with mild calcification. Pre-dilation and single stent implantation were successfully completed. The core lab reported 25% residual stenosis, no dissection and timi 3 flow. The second target lesion was in the distal rca and described as de novo, 90% stenosed, 15mm in length, non-thrombosed, type b1, with mild calcification. Pre-dilation, single stent implantation and post-dilation were successfully completed. The core lab reported a 21% residual stenosis, no dissection and timi 3 flow. Angiography confirmed a patent 3.0x8mm cypher stent in the om (implanted on (B)(6) 2009) with mild in-stent re-narrowing but no significant stenosis. The post procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. In (B)(6) 2011, the patient complained of shortness of breath and weakness. The site reported a non-q wave mi and heart failure. On (B)(6) 2011, the troponin was 2.25, no ck or ckmb were tested. The ECG core lab reported a paced rhythm. Echocardiogram revealed anterior apical and inferior wall akinesis, moderate to severe mr and an ef of 25%. Angiography revealed patent study stents in the rca, total 100% occlusion of the mid lad with collateral circulation from the rca, a 100% total occlusion of the lad graft, occluded graft to the lcx and a patent stent in the lcx. Medical management was continued. The mi has been captured as a non-complaint. In (B)(6) 2011, the patient underwent implantation of a biv-ICD (bi-ventricular implantable cardioverter/defibrillator). This was implanted for cardiac resynchronization and treatment of chf. On (B)(6) 2011, the follow up visit for the ICD was uneventful. On (B)(6) 2011, the patient died. The site reported the cause of death was systolic heart failure. The cec adjudication committee has deemed this event a possible stent thrombosis, thus the file was updated with a code for mi. No autopsy was performed. The cypher stents remain implanted thus unavailable for analysis. (B)(4), the DHR review was extended to the stent coating site. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. (B)(4), the DHR review was extended to the stent coating site. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. (B)(4), a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15069542 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of three products associated with the reported adverse events that were submitted under manufacturer report numbers 3003742446-2011-00317, 3003742446-2011-00318 and 3003742446-2012-00149..

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00317 and 3003742446-2011-00318. Treatment included intravenous heparin, spironolactone, digoxin, lasix, and increased aspirin. After two days of hospitalization, the patient was discharged home in fair condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15069542 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products associated with the reported adverse events that were submitted under manufacturer report numbers 3003742446-2011-00317, 3003742446-2011-00318 and 3003742446-2012-00149.

Manufacturer narrative:
The product is not available for evaluation. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00317 and 3003742446-2011-00318. Additional information will be submitted within 30 days from receipt.

Event description:
A report was received from the clinical events committee (cec) of the cypress study indicating that approximately a year and eleven months post index procedure the patient experienced an event of systolic heart failure. An autopsy was not performed. The patient died and the event was deemed a possible thrombotic event and a cardiac death.

Event description:
The site reported that the study stents were not the cause of the major adverse cardiac event (mace). Patient is alive and chf will be an ongoing event. Medical records reported the patient presented to the emergency room on (B)(6) 2011 with several episodes of excessive shortness of breath and weakness. The patient's bnp was 14,283 and the troponin levels were 3.81 and 2.25. Electrocardiogram revealed anterolateral infarct, paced rhythm and atrial fibrillation. Cardiac catheterization revealed patent cypher stents in the proximal and distal rca with some diffuse plaquing within the artery but no high-grade stenosis. The left main artery had ostial narrowing around 30-40%. The left anterior descending (lad) coronary artery was totally occluded in its mid segment and the vein graft to the lad was totally occluded at its origin. The circumflex coronary artery (cx) had an unknown patent stent into the obtuse marginal with mild in-stent renarrowing but no significant stenosis. The graft to the circumflex system was also occluded at its origin. Chest x-ray revealed an enlarged heart and echocardiogram revealed depressed lv systolic function with ejection fraction of 30%.

Event description:
A report was received via the (B)(4) study that approximately sixteen months after the index procedure, the patient experienced a myocardial infarction (mi) and congestive heart failure (chf). The patient also experienced gastrointestinal (gi) bleed eleven months after the index procedure. The target lesions were located in the proximal right coronary artery (rca) and distal (rca). The lesion in the proximal rca was described as de novo, 80% stenosed, 10mm in length, non-thrombosed, type b1, with mild calcification. The lesion was pre-dilated and a 3.0x18mm cypher rx stent was implanted at 20atms. No post-dilation was done and residual stenosis was 0%. The lesion in the distal rca was described as de novo, 90% stenosed, 15mm in length, non-thrombosed, type b1, with mild calcification. The lesion was pre-dilated and a 3.0x13mm cypher rx stent was implanted at 20atms. The lesion was post-dilated and residual stenosis was 0%. Pre and post-procedure timi flow for both lesions was 3. No dissection occurred during the procedure. Eleven months after the index procedure, the patient experienced gi bleed. The event was medically managed and resolved without sequelae. Sixteen months after the index procedure, the patient's troponin t level was 2.25 (uln 0.09). The patient was diagnosed with mi and chf. There was no new st elevation, depression, or bundle branch block. There was no evidence of stent thrombosis and no revascularization was required. The events were medically managed (type of treatment unknown) and were ongoing and improved. According to the investigator, the events were not related to cordis product.